Manufacturer narrative:
Date sent to the FDA: 11/12/2020 a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional information was requested, and the following was obtained: intra-op event (sxpp1b411 did not hold in place and was replaced with vicryl): was fixation loop secured to tissue at the initiation of stratafix suture use during the index procedure? - yes was at least one reverse stitch performed prior to closure? - no (removed prior to finishing closure because was not holding tissue closed adequately). Does the surgeon relate the vicryl suture to the post-op patient's reaction? - no, since this was used in past tka without reaction. Previous right knee replacement surgery: were the ethicon sutures used and had any issues in the previous right knee replacement surgery? - not used in previous knee surgery. If yes, was this case reported to ethicon? - n/a please specify product complaint (pc) number? - n/a the following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? What type of vicryl suture was used to substitute stratafix sxpp1b411? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Intra-op event (sxpp1b411 did not hold in place and was replaced with vicryl): was fixation loop secured to tissue at the initiation of stratafix suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What type of vicryl suture was used to substitute stratafix sxpp1b411? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were reported via 2210968-2020-07797 and 2210968-2020-07799.

Event description:
It was reported that the patient underwent a left tka/total knee arthroplasty surgery on (B)(6) 2020 and the barbed suture was tried to be placed in subcutaneous layer. During the procedure, it was reported that after initiating, taking two loose passes, pulling to approximate, then taking three more passes, a doctor adjusted the knee a little and noticed the suture pulling backwards through the tissue. The barbed suture was able to be grasped at the apex near where was initiated, and the entire suture was pulled backwards out through the incision. It was reported that barbs were not holding in place. As a result, a surgeon ended up with other type suture and did interrupted for the subcutaneous instead. Additional information has been requested.